Event description:
Two and a half hours into bypass, unit began to foam from the gas exit port. The blood began to lose oxygen and the unit was changed out. The procedure was completed without any further complications. No pt injury occurred as a result of this event. No further details or pt info is available.